Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer's blood glucose was 282 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.